Event description:
Patient was having a total knee replacement. During closing, it was noted that the needle tip had broken off. X-ray confirmed that the needle was still in the knee. Arthritis, degenerative joint disease, total hip arthroplasty, total knee arthroplasty.